Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 200 mg/dl.